Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise indicating lead fracture was noted on the right ventricular lead. The patient did not have any adverse health consequences. The lead will be monitored.